Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 48 year-old female patient with a past medical history of coronary artery disease, type ii diabetes mellitus, hypertension, hyperlipidemia, mitral regurgitation, and multivessel coronary artery disease was admitted for a high-risk percutaneous coronary intervention supported by an impella cp device. The impella device was successfully implanted, and the percutaneous coronary intervention was completed. Impella cp was successfully explanted. During vascular closure, the pre-closure sutures were tightened, with one suture failing. A second perclose device was tightened, and 8 french angio-seal device was deployed without success. Manual compression was applied for twenty minutes. Due to continued difficulty achieving hemostasis, the decision was made to obtain access to the left femoral artery for balloon-assisted closure. After multiple unsuccessful attempts, a covered stent was implanted, resulting in hemostasis. The patient was transferred to the intensive care unit in stable condition. While the impella cp is conservatively coded for complications, they are result of closure-device failure. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Major bleed/ asae: the cause of the asae was most likely use issue related since perclose sutures were tightened with one set failing.